Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received no delivery alarms. The customer's father stated that they had high blood glucose of 500 mg/dl at the time of incident. The customer's blood glucose was 289 mg/dl at the time of call. The customer's father stated that they treated the high blood glucose with the insulin pump. Troubleshooting was done. The insulin did not exit and the insulin pump alarmed no delivery alarm. The customer's father reported that the no delivery alarm was resolved by a complete set change including the reservoir. The insulin pump will not be returned for analysis.